Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture; bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 375cc gel breast prostheses that bilaterally ruptured after implantation. Bilateral rupture was observed during explantation surgery on (B)(6) 2019. In addition, the patient developed capsular contracture in both breasts (baker grade iii in left breast, baker grade ii in right breast). As a result, the patient had the explanted devices replaced with a mentor memorygel breast implant 500cc gel breast prosthesis and a mentor memorygel breast implant 475cc gel breast prosthesis. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 06/25/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture and capsular contracture in the breast implant. During analysis of the sample some creases were observed in the anterior and one of them was extending to the posterior view, within shell abrasion at the end of it. Leak testing was performed and it revealed a tear within crease and shell abrasion, measuring approximately 0.1 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A crease/fold and shell abrasion failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).